Event description:
Following a breast augmentation procedure, a dual site painpump was placed for post-operative pain. The pump contained a 0.5% plain marcaine. The 3 day pump was started in the morning on october 3 and was reported to be empty by the following morning on october 4. The pt did not report any adverse symptoms associated with this event and received no additional treatment as a result of this event.

Manufacturer narrative:
A device from the same lot of the actual device involved in this event was returned from the customer. The device was tested and the failure was confirmed. Further investigation into this issue has resulted in a recall being reported to the FDA on 11/4/08.